Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration at 0.5 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient originally thought that her refill was on (B)(6) 2018 but she realized today ((B)(6) 2018) that the pump's alarm date is (B)(6) 2018 and the pump would be empty. The patient heard no alarms. The patient called the clinic and the nurse told her that the notes indicated "that the patient missed an appointment on (B)(6) 2018, however the patient didn't have one scheduled". The patient was redirected to follow up with the clinic to schedule an appointment for a refill. No patient symptoms were reported. No further complications were reported.